Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10, h11. Corrected fields: g3, h6(patient code).

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had an ¿autofill failure¿ alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "autofill failure alarms" issue. The fse retested the unit by running it for about 2 hours, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had an ¿autofill failure¿ alarm. There was no patient involvement, and no adverse event reported.